Manufacturer narrative:
The reported event was addressed with phone support. The universal surgical manipulator (usm) 4 was being controlled by the left master tool manipulator (mtml) and was moving in the opposite direction as intended. A hard power cycle was performed, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called to report that the universal surgical manipulator (usm) arm 4 was being controlled by the left master tool manipulator (mtml) and was moving in the opposite direction as intended. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to check the hand control assignment, but reassigning the control did not resolve the issue. The tse then had the customer perform a hard power cycle, which successfully resolved the problem. The procedure was completed as planned with no report of patient injury.